Event description:
It was reported that the bd 20mm smartsite¿ vialshield closed vial access device experienced leakage. The following information was provided by the initial reporter: technician was drawing up volume and it just leaked onto the day lee towel. He put it straight into the bag and its continuing to leak ¿ from near the bung again. Was there a spill? Yes. What was the cause of the spill? Ie; where was the equipment leaking from? Was leaking from between the cva and the vial, freely flowing out. Was there any harm or exposure to the operator? Yes, but I was inside the hood and the small spill was contained by my day-lee towel inside the hood. Where exactly did the leak occur? (I.e. Between the stopper and the device, at the smartsite, etc.). Was leaking from between the cva and the vial. Was the user/patient exposed to any hazardous drug? Yes. If yes to above then: was there a life-threatening injury involved? No. Did it result in permanent impairment of any body function? No. Was medical or surgical intervention required? No. Can they provide an update on the user¿s current condition? User not harmed or any further issue since incident.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: a mv0520-0006 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 9248. Feedback provided by the customer indicates that the leakage was observed from the connection between the vial and the mv0520-0006 device during attempted aspiration. A review of the production records from lot 9248 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.

Event description:
It was reported that the bd 20mm smartsite¿ vialshield closed vial access device experienced leakage. The following information was provided by the initial reporter: technician was drawing up volume and it just leaked onto the day lee towel. He put it straight into the bag and its continuing to leak ¿from near the bung again. Was there a spill? - yes. What was the cause of the spill? Ie; where was the equipment leaking from? ¿ was leaking from between the cva and the vial, freely flowing out. Was there any harm or exposure to the operator? Yes, but I was inside the hood and the small spill was contained by my day-lee towel inside the hood. -where exactly did the leak occur? (I.e. Between the stopper and the device, at the smartsite, etc.) ¿ was leaking from between the cva and the vial. -was the user/patient exposed to any hazardous drug? Yes. ¿ if yes to above then: ¿ was there a life-threatening injury involved? No. ¿ did it result in permanent impairment of any body function? No. ¿ was medical or surgical intervention required? No. ¿ can they provide an update on the user¿s current condition? User not harmed or any further issue since incident.